Event description:
It was reported that the user¿s dexcom g7 did not complete warmup and failed to pair with the ilet, prompting repeated pairing attempts, app toggling, and an ilet restart, after which the ilet displayed prompts to connect cgm or enter a bg; the user was later found still connected to the dexcom app, and ultimately transitioned to libre 3 plus and obtained readings. Symptoms included hyperglycemia with a fingerstick bg of 479 mg/dl, thirst, headache, and feeling unwell. Outcomes included temporary interruption of automated dosing, need to use backup therapy, transfer for sensor replacement assistance, and later stabilization of bg to 135 mg/dl and 95 mg/dl. Investigation included review of device connectivity and app configuration, guided troubleshooting for cgm pairing, and coordination with a partner organization for sensor supply. Investigation of this case revealed cgm pairing and connectivity issues with the dexcom g7, likely due to concurrent connection to the dexcom mobile app interfering with ilet communication; the ilet hardware was not identified as the responsible device, and functionality was restored after switching to libre 3 plus. It was concluded, based on previously established findings for similar reports, that user-side app connectivity conflict and sensor pairing issues were the most likely causes.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.